Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, pump error 35 alarm was confirmed in (adapt) history download on 03/27/2024 at 12:34:00 and at 12:44:00. In addition, pump error 53 was also recorded in (main error log) adapt, file ID: 65535 and line ID: 65535. Isolate to electronic assembly. Pump error 49 was recorded on 03/27/2024 at 09:45:03 and at 09:45:23 hour. However pump error 25 was not recorded on adapt. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrated onto electronic assembly, motor assembly and force sensor flex connector on gold traces were noted. Unit also received with cracked keypad overlay at select button, pillowing keypad overlay, scratched case, label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails and battery tube threads - cracked. In conclusion, the unit came in with a critical pump error (open book) alarm triggered by pump error 35. Pump error 35 was due to moisture damage on electronic assemblies. Unable to confirm pump error 25 and 49 due to open book. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25-this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, pump error 49-history pointers failed. The history pointers are corrupted, pump was not working. The customer reported blood glucose value of 333 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880, mmt-242a, mmt-332a. Troubleshooting was partially performed. Customer reported receiving a power error detected alarm. Customer was able to clear alarm and customer did not receive a request to rewind pump. The customer reported that the pump was not working. Customer reported high blood glucose. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a. The customer will discontinue the use of the device mmt-1880.